Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. Four days later, the patient was discharged from the hospital. On the same day, the patient was treated with bactrim oral (1 tablet daily, dose unknown) for 14 days for peritonitis. On an unknown date, the patient was treated with cefepime IV (intravenously) (2000 milligrams and frequency not reported) for peritonitis. Per the patient, they were additionally treated with flagyl for peritonitis (dose, route and frequency not reported). On an unreported date the following month, bactrim was discontinued. Four days after being discharged from the hospital, the patient was again hospitalized for the event. On the same day, pd therapy was discontinued and the patient started hemodialysis. Five days later, the patient was discharged from the hospital. The patient was not retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event at the extended care/rehab facility. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.